Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2021, the patient underwent a coil embolization of the anterior choroidal in the internal carotid artery (ica) using penumbra smart coils (smart coils). During post procedure digital subtraction angiography (dsa), the physician noticed a far distal embolus in the right middle cerebral artery (mca) angular parietal branch with evidence of collateral filling to the territory. The physician then infused 2.8 ml of intra-arterial integrilin and an angiography was performed that revealed persistent occlusion. An additional 2.8 ml of integrilin was then infused and a follow up angiography was performed that demonstrated persistent slow flow with antegrade flow. The event was considered resolved the same day. The ischemic stroke was reported to be a serious adverse event with a definite relationship to the index procedure and a possible relationship to unknown coils and other penumbra devices.